Event description:
According to the reporter, the patient experienced a right inguinal hernia recurrence and that had not yet recovered at the time of the report. Nothing was reported to resolve the issue. No further information has been made available.

Manufacturer narrative:
(B)(4).